Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the rotation and the table generator interface circuit boards were defective and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 uroview displayed generator communications error and was not operational. There was no adverse patient involvement reported. There was no patient information reported.